Event description:
Patient was in intensive care unit post cardiac arrest. Staff were using the targeted temperature management (ttm) using the arctic sun machine and arctic sun actigel pads. The ttm therapy was started and roughly three and a half hours later the nurse disconnected the patient from the machine to go to MRI. Once the patient and nurse returned from the MRI, the nurse attempted to reconnect the pads to the arctic sun machine, but the machine was alarming "low flow" and air was seen in the tubing going to and from the pads. The nurse attempted to troubleshoot the problem by disconnecting and reconnecting the pads to the machine but had no luck in clearing the "low flow" alarm. Staff did contact customer support, but they were not able to walk staff through fixing the problem. They recommended replacing the pads with a new set of pads, and it did resolve the problem. The pad that goes around the patient's mid-section states that they are mr safe.